Event description:
It was reported that pump showed malfunction alarm labeled malf 9 with fault ID 20f1 and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through a pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction appeared again.